Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement(s) dated 10mar2020. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen luxura hd "was too hard to apply and ended up making a bubble, it was damaging the refill, he lost two refills. Reportedly, when he takes out the refill, even pressing the injection button, the cursor does not move. When he pressed the injection button the medication did not come out." He experienced increased blood glucose. The device was not returned for investigation (batch 1403g08, manufactured march 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. However, with the guidance of a trained professional, the device was tested, and the patient reported that the device was working normally. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported that he reuses needles. The core instructions for use states to use a new needle for each injection. The patient also reported he could not see very well. The core instructions for use state that the device is not recommended for the blind or the visually impaired without the assistance of a sighted individual trained to use the device. There is evidence of improper use. The patient reuses needles. This may be relevant to the complaint and the event of increased blood glucose. The patient used the device while visually impaired. It is unknown if the visual impairment is associated with the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case reported by a consumer concerns an (B)(6) year-old (at the time of report) male patient of unknown origin. Information regarding medical history and concomitant medication was not provided. The patient received human insulin (rdna) nph (humulin n), cartridge formulation via a humapen luxura half-dose (hd) reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On an unknown date, unknown time after starting human insulin nph via humapen luxura hd, the patient could not see very well. Then, also on an unknown date, the pen was too hard to apply and ended up making a bubble, it was damaging the refill, he lost two refills. Reportedly, when he takes out the refill, even pressing the injection button, the cursor does not move. When he pressed the injection button the medication did not come out (product complaint: (B)(4), lot: 1403g08). The patient reused his needles. In addition, on an unknown date, as the device had a problem, he could not use human insulin and his blood sugar went to 500 mmhg and he had to use lispro insulin (humalog) as a corrective treatment. The event of increased blood sugar was considered serious by the company due to medically significant reasons. Due to the issue with his pen, the patient needed to by a new pen (humapen ergo ii). Information regarding additional laboratorial exams and outcome of the events was not provided. Status of human insulin was unknown. The patient operated the device and it was unknown if he was trained. The duration of use for this device model was unknown and the duration of use for humapen luxura hd was reported as two years. It was reported that the device was tested and was functioning accordingly, however it was unclear if the patient tested the humapen luxura hd (which was manufactured in mar2014) or his new humapen ergo ii, therefore it was unknown if the humapen luxura hd would return. The suspect device was not returned to the manufacturer. The reporting consumer did not provide any opinion of relatedness. Update 04mar2020: additional information received on 28feb2020, 02mar2020 and 03mar2020 were processed within the initial case. Edit 09mar2020: upon internal review, update statement from 04mar2020 was amended (date was corrected from 02feb2020 to 02mar2020), also the pen was recoded to the right device model. Update 10mar2020: additional information received on 09mar2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1403g08 of a humapen luxura hd device. Corresponding fields and narrative updated accordingly. Edit 19mar2020: upon internal review, added the unique device identifier (UDI) number for the suspect device.